Manufacturer narrative:
Exemption number e2015055. Approx 2 devices were received for evaluation; 2 events were confirmed during testing. Approx 2 devices were found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device ran on. There was no patient involvement; no patient impact.